Event description:
It was reported that the patient urinated on the first day of their trial but had not gone to the bathroom since. The patient had been using a catheter through a bag in their stomach and could not use both hands to self-catheterize. On follow up, the healthcare professional was unaware that the patient experienced the inability to urinate during the trial. The patient had been scheduled to start the stage 2 trial on (B)(6) 2015. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concommitant product: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2014, product type lead. (B)(4).